Manufacturer narrative:
This complaint was identified during a recent clinical evaluation review/literature search of this device. The device is a palmaz stent but the catalog and lot numbers are not available. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device remains implanted and is not available for evaluation. A copy of the publication is attached to this report. The citation is as follows: duke c, rosenthal e, qureshi sa. The efficacy and safety of stent redilatation in congenital heart disease. Heart. 2003 aug;89(8):905-12. Doi: 10.1136/heart.89.8.905. Concomitant/medical products: 5french marker pigtail catheter (cook australia, queensland,australia), 0.035 inch (0.9 mm) amplatz extra stiff guidewire(william cook europe, bjaeverskov, denmark), unk balloon catheter. As reported in the literature article by duke c, rosenthal e, qureshi sa. The efficacy and safety of stent redilatation in congenital heart disease. Heart. 2003 aug;89(8):905-12. Doi: 10.1136/heart.89.8.905. Pmid: 12860870; pmcid: pmc1767765., after placement of an unknown balloon expandable palmaz stent, the stent developed resistant stenosis due to incomplete stent expansion. Redilatation of the stent was needed. There was no reported patient injury. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent underexpanded¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. During a branch pulmonary artery stenosis stenting procedure it is standard practice to initially place a stent that can be further expanded due to somatic growth over time, therefore they are usually placed and deliberately underexpanded to take into account the young age of the recipient and thus a smaller target vessel and to allow for the further expansions expected. This is off label usage as the device is not indicated for pediatric usage. According to the safety information in the instructions for use ¿the palmaz xl balloon-expandable transhepatic biliary stent is indicated for palliation of malignant neoplasms in the biliary tree. To assure full expansion, inflate to at least the nominal pressure recommended on the catheter label.¿ the limited information available does not suggest a design or manufact.

Event description:
As reported in the literature article by duke c, rosenthal e, qureshi sa. The efficacy and safety of stent redilatation in congenital heart disease. Heart. 2003 aug;89(8):905-12. Doi: 10.1136/heart.89.8.905. Pmid: 12860870; pmcid: pmc1767765., after placement of an unknown balloon expandable palmaz stent, the stent developed resistant stenosis due to incomplete stent expansion. Redilatation of the stent was needed. There was no reported patient injury. The device will not be returned.